Event description:
It was reported that during a laparoscopic cholecystectomy the clips were crossed and could not be placed. Another device was opened to complete the case. There was no consequence to the patient.